Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The field service engineer found the clamp that holds the rinse tubing in position on the rinse mechanism was not closed. The tubing was damaged as it was not being held in position when the mechanism was moving. He replaced the tubing for the rinse mechanism and the clamp. He ensured the clamp was closed properly and the tubing was properly routed properly, checked the rinse levels, checked the pump pressures were in the correct ranges, and checked reagent and sample mechanisms for proper adjustments. He performed a precision check for all assays that passed per guidelines. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results for multiple assays from the cobas 8000 cobas c 701 module. Data was provided for two samples with questionable hdl-cholesterol gen.4 results. Sample 1 initial result was 123 mg/dl and the repeat result was 36 mg/dl. Sample 2 initial result was 207 mg/dl and the repeat result was 73 mg/dl.